Event description:
Complainant alleged that while attempting to monitor a 73-year-old female patient, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the clinical log found evidence of intermittent ECG signal. This is not an indication of a device malfunction. There are several potential causes for intermittent ECG including, but not limited to, a pads malfunction or poor coupling. The defib pads used at the time of the report were not returned as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.